Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2009 (B)(6), product type catheter. (B)(4).

Event description:
It was reported, the patient had fallen ¿pretty much right on the pump.¿ the patient was wheelchair bound and could barely walk. Several months ago, the patient ¿got off his pump¿ and fell. The pump ¿really turned sideways.¿ when refilling, the health care provider (hcp) could not get into the pump no matter what they did. It was also uncomfortable for the patient. Replacement was considered and a revision was performed, but they ¿didn¿t even need to touch anything.¿ it was ¿perfect¿ but ¿literally turned sideways.¿ the pump was ¿just fine.¿ a rotor study showed the pump was moving without problems. After the revision, the patient¿s pump program was being restarted and the daily dose was being decreased from 7.2 micrograms per day to 1.2 micrograms per day. The patient was going to be supplemented with oral pills because, he was ¿not getting any relief.¿ the pump was being used to deliver compounded morphine. It was later reported, the pump was revised in the pocket on 2013 (B)(6). The pump and catheter visually appeared intact. Cerebrospinal fluid flowed freely out of the catheter access port, so no catheter revision was necessary. The pump was repositioned in the pocket and the patient was recovering well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient was in the hospital for falling because he couldn¿t feel his legs. The patient fell down ¿off walker and push the pump in underneath the rib cage and bruised¿. The hcp did an MRI because the patient was having lots of pain in the back and the hcp thought something may have been disconnected. The patient stated the pump and catheter were replaced and since the pain is a lot less in the back.